Manufacturer narrative:
Evaluation summary : it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
Foggy, misty image in the center of the picture. The time of event is unknown. There was no report of patient harm.